Event description:
It was reported that the staples are stuck in the device.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the sample was returned with an incorrectly formed staple unable to release from the device. The staples appeared to be misaligned. The sample appears used as there is biological material p resent on the device. The stapler was returned with 36 staples left in the cover block. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. This was repeated several times with the same result. The misalignment of the staples is preventing the staples from moving down the track and into the forming tool. An attempt to manually realign the staples was made. However, the staples were unable to realign. Another attempt was made to fire the device but again no staple fired. This was repeated several times with the same result. The stapler was disassembled and it was confirmed to have been assembled correctly. The remaining staples were removed from the cover block. A microscopic examination of the staple tips was performed with no burrs or defects observed. No other defects or anomalies were observed. It could not be determined exactly how or when the staples became misaligned. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined exactly how or when the staples became misaligned. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of "staples stuck in the applier" was confirmed based upon the sample received. The staples in the returned stapler are misaligned which is preventing the staples from moving down the track into the forming tool. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It could not be determined exactly how or when the staples became misaligned. No errors could be found in the assembly. Therefore, the potential cause of this complaint issue could not be determined.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35r 6/box lot# 73l1800025 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples are stuck in the device.